Event description:
On (B)(4) 2013 it was reported patient has experienced vocal cord paralysis. She had a change in voice accompanied by high lead impedance that occurred in 2010. The physician stated that she presented with a lead fracture. The patient's settings were noted to be output=1.75ma/frequency=25hz/pulse width=500usec/on time=30sec/off time=0.8min. No patient information was provided other than that the patient is a (B)(6). Additional information was requested from the nurse practitioner but no further information was received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.